Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced high blood glucose levels of 725 mg/dl, therefore she tried to treat it by changing out supplies and delivered correction bolus. Reportedly, her cannula was kinked, and the infusion had been in use for one day. Subsequently, on (B)(6) 2019, she was admitted to the hospital due to high blood glucose levels and received insulin drip and fluids (drug name unknown) as corrective treatment which resolved the issue. Moreover, the patient was released on (B)(6) 2019 and had no permanent damage. Currently, she was using insulin pens as insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.